Event description:
The customer stated that he was hospitalized for hypoglycemia, with a blood glucose reading of 46 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was unable to conduct the displacement test at the time of the call. The customer also mentioned that he was taking medication for high blood pressure. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.